Manufacturer narrative:
The reported event regarding disassociation involving a trident liner was confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: a review of the provided information by a clinical consultant confirmed the event from the x-ray provided. However operative reports and examination of explanted components are needed to evaluate the event further. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusion: clinician review of the x-ray confirmed the disassociation of the mdm liner. However, additional information such as return of device, operative reports, x-rays, patient history and follow up notes are needed to determine the root cause of the reported event. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened. Product surveillance will continue to monitor for trends.

Event description:
Surgeon revised constrained liner on patient's right hip due to disassociation - this was for a hemi pelvectomy patient. Patent originally had a mdm that also disassociated in (B)(6)2015.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device and medical records were not made available to the manufacturer due to hospital policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Surgeon revised constrained liner on patient's right hip due to disassociation - this was for a hemi pelvectomy patient. Patent originally had a mdm that also disassociated in (B)(6) 2015.